Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor experienced a break. The caller stated that the sensors retracted back into the cap. The caller stated that the sensors had already been discarded. The caller did not know the blood glucose reading. The customer was advised that the sensors would be replaced.